Event description:
Customer reports, a female having a CT procedure with contrast. IV access was the antecubital vein. Optiray 320 contrast loaded in the injector and injection protocol of 2.5ml/sec for 20ml saline (patency check), 73ml contrast and 30ml saline set. Patency check was fine, but during injection, the 103ml of fluid infiltrated into the antecubital area. CT nurse reports via phone, radiologist checked patient. Extremity elevated and hot/cold compress were applied. Patient observed for approx one hour. Patient left the department doing fine. No negative outcome reported.

Manufacturer narrative:
Field service engineer evaluated injector and verified per the optivantage service manual that the system functions in accordance to manufacturers specifications. The injector was placed back into full operation.